Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message "system error, out of service, revert to manual CPR" and has a clicking sounds when powered on. The lifeband could not also be tightened. No patient was involved.

Manufacturer narrative:
The customer's autopulse platform (sn (B)(4) was received at zoll canada service depot. The reported problem was confirmed; the unit would power on with a clicking sound, however there was nothing loaded on the screen and the platform could not enter any menus. The archive could not be downloaded. The processor control assembly (pca) was replaced to remedy the reported problem. The problem of life band will not tighten was due to the unit not completing its loading sequence and was resolved with the replacement of the pca. The autopulse platform passed all final system tests and was recertified for clinical use.